Event description:
It was reported that during an unk procedure, an error code 3: handpiece. Another like device was used. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally it was found that the hand piece no longer meets the specifications for phase margin. A batch record review was performed and no anomalies were found during the manufacturing process.